Manufacturer narrative:
Device unique identifier (UDI) device was manufactured prior to the UDI labeling implementation. Approximate age of device - 3 years. The patient remains on lvad support. Additional information was requested but was not provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that a pump stoppage event occurred. The patient was reported as symptomatic. A log file reviewed by the manufacturers technical service representative confirmed consistent low flow, low speed alarms, pump stoppage events, and elevated pump powers throughout the log file. It was reported that the log file trends were consistent with potential device thrombosis. Additional information was requested but was not provided.

Manufacturer narrative:
The device was not available to be returned for evaluation as it was disposed of by the center. A direct correlation between the device, the reported event and subsequent patient outcome could not be conclusively determined. Although low flow, low speed, pump stoppage events and elevated pump power were confirmed based on review of the submitted system controller log file, a specific cause for the change in pump parameters could not be conclusively determined. The information provided to the manufacturer indicated that the patient had a known history of noncompliance and routinely slept on battery power with resulting pump stops. Thrombus in the device was suspected but the patient was reportedly not a candidate for a pump exchange. Device thrombosis and hemolysis are listed in the instructions for use as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The IFU also outlines indications of pump thrombosis, as well as how to respond to such events. Additionally, the IFU provides on the factors that affect pump flow and provides information on assessing flow and recommended anticoagulation therapy. A review of the device history records for the pump showed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Event description:
Additional information: additional information was received from the vad coordinator, on 25sep2017. "Patient (B)(6) died in the hospital and all hmii equipment was discarded. Md summary is as follows: "patient has a history of medication and medical recommendation nonadherence. Reportedly the patient would routinely sleep on battery power with resulting pump stops. Patient presented with chest pain. On evaluation of the lvad the patient was found to have lvad thrombosis. This was also complicated by acute tubular necrosis likely secondary to hemolysis. After discussion with greater team it was decided the patient was not a good candidate for lvad exchange due to her nonadherence. Team, palliative care, and family discussions resulted in plan for discharge on home inotropes. On the night of the patient's death, the patient acutely became short of breath and complained of chest pain. Additionally on evaluation the patient was hypoxic, tachycardic and hypotensive. Patient was administered high-dose lasix. Attempts were made to support the patient with bipap however the patient refused due to claustrophobia. Patient had a steady and rapid decline and ultimately given dni status attempts at comfort care were made. Patient quickly died with family at bedside".